Event description:
A customer contacted beckman coulter inc. (Bec) reporting that approximately two cups of a light pink fluid leaked onto the counter under the coulter lh 500 instrument when the operator opened the front door to clean the blood sampling valve (bsv). The leak was dripping onto the counter and spilling over on to the floor. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. The customer did not come in contact with the fluid and medical attention was not sought. There was no impact to sample results.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2012 for this event. The fse replaced the tubing going through the associated pinch valve (pv - 49), which was observed to be the root cause of the event. There was no further evidence of leaking after service was performed. The repair was verified per established procedures meeting results of published performance specifications. As per product labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).